Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during therapy with norepinehrine running (dose, programmed amount and delivery rate unknown). The baxter clinical specialist stated that the upstream occlusion happened when the nurse was infusing norepinephrine (ne) on a patient. The upstream occlusion alarm happened with no resolve so the nurse changed pumps to use another spectrum iq pump and the infusion ran with no alarms. The customer will try to confirm the IV set used. In addition, the baxter clinical specialist contacted one of the nurses who stated that this happened approximately every 20 minutes or so while the ne was running. Patient was in isolation so they had to keep going back in urgently. The nurse mentioned all the troubleshooting they had done and there was no kinks in tubing, no extra looping of tubing, slide clamp raised up, took it out of pump and refed it several times. The nurse described it as very random. When they ran the history on the pump it appears to be just what was described above in that it occurred intermittently over several hours (around every 20 minutes or so) until they eventually switched it out. It looks like they tried to restart it 7-8 times. The nurse stated that it was frustrating for the end user. The device was running at 0.5 mcg/kg/min which was 39.5 ml/hr. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).